Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had been experiencing high blood glucose levels for two days leading up to the call. Caller stated that the insulin pump's settings had recently been adjusted by the customer's endocrinologist. Caller stated that the customer had a blood glucose level of 600 mg/dl. Caller reported treating with a bolus. Caller stated that the insulin pump had returned many alarms, though they were not specified. No further information was provided.